Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4) implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer.

Event description:
It was reported the patient called yesterday and stated they hadn¿t used their battery in ¿about a year.¿ the patient was frustrated that they had to recharge ¿every day¿ and finally gave up. The implantable neurostimulator (ins) had depleted prematurely and was overdischarged. The event occurred during normal use. No diagnostic testing or troubleshooting was performed, but would be performed in the future. The manufacturer representative (rep) was meeting the patient next week at the physician¿s office for evaluation and to check the status of the ins, and proceed from there. It was noted that actions required as a result included replacement. The patient¿s status was noted to be alive with no injury. It was unknown if there were any patient symptoms or complications associated with the event. Further follow-up is being conducted to obtain information regarding patient¿s outcome and interventions performed. If additional information is received, a follow-up report will be sent

Event description:
It was reported that a manufacturer representative met with the patient and confirmed the overdischarge. The patient was going to make an appointment to see their doctor to discuss replacement. The patient decided not to make the appointment due to personal issues.